Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after the plaintiff underwent a bhr right tha surgery on (B)(6) 2009, he experienced implant pain and elevated ion levels in blood. A revision surgery was performed on (B)(6) 2023, in which the surgeon found evidence of local tissue reaction, with browning synovium, indicating metalosis. When opening the capsule it was reveled some joint fluid and significant synovial inflammation and irritation, but no signs of loosening or infection. The previous implanted devices seemed to be well-fixed, they were explanted and replaced by zimmer implants. The surgery outcome was very good, no intraoperative complications were reported. Additionally to this, the patient also had a left bhr resurfacing tha on (B)(6) 2013 but currently there is no information that suggests that the patient has suffered any complication after it. Left hip is currently unrevised.

Manufacturer narrative:
H9. FDA recall - z-2745-2015 is applicable to the concomitant product defined in d10. H3, h6: it was reported that after the patient underwent a bhr right total hip arthroplasty surgery, he experienced implant pain and elevated ion levels in blood. A revision surgery was performed, in which the surgeon found evidence of local tissue reaction, with browning synovium, indicating metalosis. When opening the capsule it was reveled some joint fluid and significant synovial inflammation and irritation, but no signs of loosening or infection. The previous implanted devices seemed to be well-fixed, they were explanted and replaced competitors implants. The surgery outcome was very good, no intraoperative complications were reported. Additionally to this, the patient also had a left bhr resurfacing total hip arthroplasty but currently there is no information that suggests that the patient has suffered any complication after it. Left hip is currently unrevised. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported pain, elevated metal ion levels, and intraoperative findings of local tissue reaction with browning synovium is consistent with the reported metallosis. However the clinical root cause of the metallosis cannot be definitively confirmed. The patient impact is the revision and expected transient post-op convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.